Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl, seizure and became unconscious. Reportedly, an ambulance transported customer to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit where bg was treated intravenously with fluids of saline. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.